Manufacturer narrative:
This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unknown number of unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2022. Negative qc controls were performed and failed five times. No confirmation testing was performed the patients were reported to have been asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.